Event description:
It was reported that a non-dependent patient was hospitalized for a non-device related issue. Prior to the procedure and upon interrogation, the right ventricular lead exhibited high thresholds and high impedance. The device was programmed to unipolar configuration. The lead was capped and replaced on (B)(6) 2014.